Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that customer experienced low blood glucose of 40 mg/dl. Customer¿s current blood glucose was 57 mg/dl and customer was treated by eating hotdog, glucose tablets & grapes. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that drive support cap was normal. Customer stated that insulin has been suspended for 2 hours due to low blood glucose events. Insulin pump will not be returned for analysis.